Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2016 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2016. Model number / catalog number: sc-8216-50, serial number: (B)(4), batch / lot number: 14000757, model / catalog description: artisan lead 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.